Event description:
This is a study case report posted online on 30-jan-2015 by a female consumer in united states and received by bayer on (B)(4) 2015. She was involved in an active online listening project, study number: (B)(4), and had essure model 205 inserted in 2003. Study description: essure 205 aol. According to her, essure caused a lot of health problems. She had her tubes removed and probably will need another surgery. Product technical complaint investigation was received on (B)(4) 2015: the bayer ptc global reference number is (B)(4). The final assessment was: this is a case referencing to the essure 205 device as the reporter stated they had essure 12 years ago. This is not a confirmed social media report. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, solicited case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had her tubes removed. The reported event, interpreted as bilateral salpingectomy, was considered serious due to medical importance and is listed in essure's reference safety information. In this particular case, consumer stated she had health problems (unspecified) due to essure and her fallopian tubes were removed. Although limited information was provided, it cannot be excluded that the reported surgery occurred as a consequence of essure. Therefore, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected since this is a social media case.

Manufacturer narrative:
Follow-up information received on 24-apr-2015: consumer stated via social media that she was going to see about surgery with her physician to have a migrated essure coil removed. She was nervous. Company causality comment: this non-medically confirmed, solicited case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had her tubes removed. Additionally, she stated she will probably need another surgery to have a migrated essure coil removed. The reported events, interpreted as bilateral salpingectomy and device migration, were considered serious due to medical importance and are listed in essure's reference safety information. In this particular case, consumer stated she had health problems (unspecified) due to essure and her fallopian tubes were removed. Although limited information was provided, it cannot be excluded that the reported surgery occurred as a consequence of essure therapy. Regarding the reported device migration, it can occur during essure therapy as a consequence of fallopian/uterine perforation during insertion or due to device migration through the fallopian tubes. In this case, although the exact mechanism of this event was unknown, causality with essure cannot be excluded. Due to the reported intervention (salpingectomy), this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected since this is a social media case.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.